Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2025, a 35 mm navitor vison valve was selected for implant using a large flexnav delivery system. During the procedure the valve was deployed too high, approximately 1-2 mm below the annulus. While re-sheathing, one strut of the valve appeared to be bent outwards. While attempting to re-sheath the valve a second time, it was noted that the valve could not be completely retracted back into the valve capsule, even by rotating the micro-adjustment wheel all the way to one end. The valve capsule also appeared to be twisted and crinkled. The delivery system was pulled back into the descending aorta. Another attempt to partially re-sheath was done but was unsuccessful. The decision was made to release from the valve from the delivery cable in order to remove the delivery system. The delivery system was removed from the patient and inspected. The valve capsule appeared crumpled. A new unknown valve and delivery system were used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported on (B)(6) 2025, a 35 mm navitor vison valve was selected for implant using a large flexnav delivery system. During the procedure the valve was deployed too high, approximately 1-2 mm below the annulus. While re-sheathing one strut of the valve appeared to be bent outwards. While attempting to re-sheath the valve a second time, it was noted that the valve could not be completely retracted back into the valve capsule, even by rotating the micro-adjustment wheel all the way to one end. The valve capsule also appeared to be twisted and crinkled. The delivery system was pulled back into the descending aorta. Another attempt to partially re-sheath was done but was unsuccessful. The decision was made to release from the valve from the delivery cable in order to remove the delivery system. The delivery system was removed from the patient and inspected. The valve capsule appeared crumpled. A new 35 mm navitor vision valve and large flexnav delivery system were used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that during procedure, recapture was attempted but the valve capsule was observed to be deformed. After multiple re-captures the delivery system was removed and found valve capsule crumpled. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The valve and retainer could not be fully assessed with the images received. Based on all available information, the reported material deformation appears to be related to procedural conditions (retainer receptacle could not retract). However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.